Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.000192 - the dentist reported that 2 months after two dental implants were installed in intraoral regions #5 and #12 it was verified their non-osseointegration. Thirty-five ncm of primary stability was achieved and immediate load was performed. The patient presented insufficient bone quality/quantity (bone type iii).